Event description:
It was reported that the insulin pump keypad unresponsive. Customer stated down arrow not working. No blood glucose reading provided. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.